Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A venaseal occluding device was implanted in the great saphenous vein (gsv), the whole vein was treated. Local anesthesia was used. Hand was used for compression. The vein closed. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the device. No alleged product issue reported. It was reported that patient has had recurrent segmental phlebitis just above the knee post venaseal treatment. The first occurrence was approximately 13 months post procedure. Second occurrence was 6 days post first occurrence and most current occurrence was approximately 27 months post procedure. Patient responded with antibiotics (bactrim 10 day course). After antibiotics, phlebitis resolved. Complications associated with this event is pain/phlebitis along the course of the gsv in a segmental segment above the knee. No further patient injury reported.